Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
Pt anatomy, described as heavily calcified, may have played a role in the reported needle-to-cuff miss. The proglide instructions for use (IFU) state, under special patient populations, the safety and effectiveness have not been established, in patient populations: "patients with femoral artery calcium which is fluoroscopically visible at the access site." The customer reported that the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1: proglide, part#: 12673-03, lot#: 66058-6h, is being filed under medwatch manufacturer report number: 2953144-2009-00432.